Event description:
It was reported during a laparoscopic cholecystectomy the doctor was using the dh085 for dissection of the gall bladder. At some point during the case the heat from the shaft of the dh085 melted the reducer cap of the versaport 5-12" trocar which the dh085 was introduced. The case was completed without further incident. There was no consequence to the pt.

Manufacturer narrative:
Visual inspections & results: evidence of debris in threaded area, and external physical damage, no. Functional tests & results: blade not energize/cut correctly, no. Analysis conclusion: based on the inquiry info received, the visual and functional testing, the blade was found to be conforming. The operating manual states "the surgeon should not steer the blade tip by "torquing" (bending) the shaft or by pushing the shaft firmly against the port or adaptor. The effort is wasteful and can cause the sheath to become pinched between blade and port, causing delivery of some energy to the port or adaptor. The mfg engineer has been notified of the rpt'd incident. Co strives to understand each incident as it is rpt'd in order to continuously improve co's products.